Event description:
It was reported that auto mode switching (ams) and fairfield r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be made at a later date. The patient was recovering.